Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 4 mm below the annular plane. The valve migrated to 8 mm below the annular plane after being deployed, resulting in moderate paravalvular leak (pvl). The valve was then snared to 4 mm but the valve migrated again. It was decided to pull the valve to 4 mm and while holding the valve with the snare, a second transcatheter bioprosthetic valve was implanted valve-in-valve, resulting in trace paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause for the migration could not be determined with the limited information made available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and in this case the pvl was most likely due to the positioning of the valve.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.